Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record identified the following related repair: the machined head was damaged, the unit was out of calibration at the 0 and 10 reading, and the control bar was not in the correct position. The machined head, pin, shaft bearings and sleeve bearings were replaced and the position of the control bar was recalibrated to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the handpiece grips that prevents the skin sampling. Event occurred during unknown time on an unknown date. There was no reported patient harm, or delay. Due diligence is complete. No additional information is available.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial report. E1 phone: (B)(6). G2 foreign: france. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the handpiece grips that prevents the skin sampling. Event occurred during unknown time on an unknown date. There was no reported patient harm, or delay. Due diligence is in progress, no further information is available at this time.